Event description:
It was reported that noise was observed on both the right atrial (ra) and right ventricular (rv) channels of this pacemaker device in a stored ventricular episode. The noise was oversensed and pacing inhibition of greater than 2 seconds was observed. The lead measurements were noted to all be well within normal limits. The clinician stated that they do not know if the patient was symptomatic during this episode. Boston scientific technical services (ts) noted that the noise appears to be from a 60 hertz external source of electromagnetic interference (emi) and provided guidance to the healthcare provider (hcp) to inquire what the patient might have been doing at the time of the episode. The device remains in-service. No patient symptoms or adverse patient effects were reported.